Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable lead was implanted in the bundle of his but the lead exhibited high pacing threshold measurements. The physician attempted to reposition the lead but chose to remove and reimplant a new lead. The lead was explanted. No additional adverse patient effects were reported.